Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a ring image artifact in scan data. A philips field service engineer (fse) evaluated the system and confirmed the reported issue. The fse determined the cause was due to a crack in the compensator of the a-plane collimator. The a-plane collimator was replaced, then related calibrations and function verifications were performed prior to releasing to clinical service. There was no report of harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.